Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient (pt) charged ipg last night to 100% and got the battery full message, but rep met with pt this morning to perform battery check, and ipg had drained all the way down overnight. Rep did manage to program the pt to where they could feel stimulation today, but por message kept coming up and ins was extremely low on charge. Rep said they saw a question mark next to the battery and a question mark next to longevity. Ipg has since shut self off because of low charge level. Tss had rep run impedance check - rep wasusing reference electrode 0 and saw case at 1370, 1 at 1737, 2 at 1636, and 3 at 1661. Rep said pt was using program 4 which used electrodes 3 and 0. During call, rep got por, end session message and could no longer interrogate ins because of low battery. Tss discussed possible meaning of por and suggested pt charge ipg full and monitor issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the por was not known. Normal programming was achieved during this encounter and the patient was told to call with ay further issues. Rep has not heard from this patient since this event occurred. It was reported that the issue was resolved. The cause of ins being drained down all the way. The patient mostlikely looked at the charge of the charging puck rather than the ins when using the app. Rep suspected this was the case since the patient had not called to report it happening again. Will await any further news from the patient of this happening again, otherwise, rep assumed they were no longer having issues. It was reported that the issue was resolved.